Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the surgeon noticed that the fiber was emitting the laser at an odd angle, the fiber was removed from the patient. After 20 min of use and delivering 200.000 j, the fiber tip detached while it was being inspected. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Functional connector segment verification test showed that the light passed through the fiber without problem. Microscope inspection identified the metal and glass cap were detached and no returned. The fiber was tested using the forward firing test fixture, the rate resulted above the threshold for potential patient harm. Therefore, the reported complaint was confirmed. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device, or sample, caused or contributed to the fiber glass and metal cap detached.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the surgeon noticed that the fiber was emitting the laser at an odd angle, the fiber was removed from the patient. After 20 min of use and delivering 200.000 j, the fiber tip detached while it was being inspected. The procedure was completed with another fiber. There were no patient complications.